Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the plunger was removed, no suture was present. Another prostyle was attempted but the same occurred. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 21f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced in is being filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture was not present when the plunger was removed¿ was confirmed as needle-cuff disengagement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or needle/ suture pulled beyond point of tautness due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.